Event description:
Same case as mfg. #2134265-2009-03252. It was reported that during a carotid artery stenting treatment procedure, removal difficulties occurred. The 40% stenosed lesion was located in the severely tortuous and severely calcified internal common carotid artery. The carotid wallstent 8.0 x 29 mm was jammed with the filterwire retrieval sheath, and the stent was unable to be deployed. Force was used to withdraw the stent delivery system. The filterwire and the carotid wallstent were removed from the patient. The procedure was completed with another filterwire and carotid wallstent. No patient injuries or complications were reported. The patient's status is reported as "good".

Manufacturer narrative:
(B) (4).